Event description:
Three thoracentesis catheter kits had to be opened to successfully perform the procedure on the patient. The problem was with the lumen of the catheters. It appeared that there was no lumen or that the lumen had collapsed or closed upon itself. No patient harm.what was the original intended procedure?thoracentesis.